Manufacturer narrative:
100: failsafe setting was overly sensitive. 68: failsafe setting has been widened to reduce occurrence of strip errors.

Event description:
Mother of type I diabetic reports testing child before dinner and giving insulin based on result using sliding scale. Tested after snack and got a reading of 73 mg/dl. Pt felt as if she had low blood glucose, tried to test but got after dosing strip error (indicative of incorrect blood drop). Pt had a seizure, paramedics were called. Mother gave daughter another snack. Blood glucose tested by paramedics as 71 mg/dl.